Event description:
This facility is experiencing some issues with the jelco protectiv plus catheters. 20g x 1 1/4" lot: st 2067764 exp. Date 2014/07have received staff complaints about potential risk for needle stick, threading issues and product falling apart.1. An experienced emergency department nurse attempted an IV start. The IV cannulated but when the nurse attempted to retract the needle, the needle would not retract completely. This IV catheter was given to the account manager, smiths medical. There was no injury to the nurse. The patient had two IV sticks.2. The experienced vascular access team nurse obtained access into the patient's vein. The nurse was able to advance the catheter approximately 1/4" then it stopped. The nurse was unable to advance the catheter. A second nurse also attempted and was unsuccessful. The patient had to be stuck a second time.a strategy meeting composed of hospital representatives and the smiths medical account manager was held and it was decided that lots st2067764 and st2059239 of the 20g x 1 1/4" and lot st1983801 of 18g x 1 1/4" would be removed from the inventory. A team of representatives from smiths medical was present at the second strategy meeting held. Smiths medical offered to have their nurse clinician meet with the nursing staff involved in these occurrences and to offer refresher classes to all nursing staff. They also agreed to inspect affected devices given to them and report back their findings.3. An experienced ed emergency department nurse pulled an IV tray from a room and proceeded to start an IV. The tray contained a recalled lot number (st 2067764) of the jelco 20g (a couple of IV trays were missed during the product recall process). The nurse used the jelco and attempted to advance the catheter and met resistance. There was no injury to the nurse or patient, however the patient required a second needle stick. Investigation revealed that the tip of the jelco appeared to be melted/deformed. Another tray was located and the jelco catheter (st 2067764) was pulled and this one also appeared to have the same defect (melted/deformed appearance at tip). The deformed tip affected the retraction process of the needle. Arrangements were made for the smiths medical account manager to retrieve these two catheters for quality inspection.